Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had lifted keypad during servicing. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had lifted keypad during servicing. There was no patient involvement.